Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was on disconnected mode and was unable to see new patient profiles. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on critical override. A technical support specialist (tss) dialed into server and ran critical override reason query that indicates sync delayed. The tss verified pes sync information showed no upload errors and full sync was not required; however, hsv indicated a communication issue. The tss checked care fusion admin drive size and restarted data sync and maintenance services, but the issue persisted. Reviewed logs per knowledge article named "1.7 upload processing errors information collection" and found last full download occurred and re-ran query with no upload errors. Then the tss backed up the database, performed db shrink via sql server management studio, but issue remained. Determined db drop and full sync were required; requested customer availability for remote session. Later the tss dialed into the station and confirmed that the db was dropped, and data sync was performed successfully which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.